Manufacturer narrative:
Ref comp #(B)(4). Ref medwatch report # 3020707080-2025-00003. Ref ffmw comp #(B)(4).

Event description:
On (B)(6) 2025, fujifilm healthcare americas corporation was informed by fujifilm medwork gmbh of the reportable event involving val1-g7-50 from the manufacturer. During an FDA-inspection on (B)(6) 2025, it was found that complaint involving the val1-g7-50 was not evaluated for reportability to the FDA. Therefore, val1-g7-50 complaint received prior to the inspection was evaluated for FDA MDR. Fujifilm medwork gmbh received this complaint on (B)(6) 2022, and on (B)(6) 2025, determined it to be reportable (MDR 3020707080-2025-00003 submitted on (B)(6) 2025). The problem only occurred with the last batch delivered of fujifilm valves val1-g7-50, qty - 10, used with fujifilm endoscope, where no products can be pushed through the opening without perforating the frog. No patient injury was reported.